Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The customer reported that the system control system (scc) on c8000 serial number (B)(4) burned out and smoked following electrical work being performed in the hospital. No injuries were reported. The field service representative (fsr) found that the scc power supply had burned out due to over voltage. The power supply was replaced. A cuvette wash was performed and quality controls run to verified instrument performance. Documentation contains information noting abbott diagnostic equipment and accessories are certified by abbott's safety department, underwriters laboratory, and technology international (europe) to the appropriate safety standards. Also that adequate protection is provided for the operator against electrical shock or burn, excessive temperature, and spread of fire from the equipment. No adverse trends were identified related to this issue. The product labeling provides adequate instructions regarding electrical hazards and an emergency shutdown procedure. Based on the available information, no product deficiency was identified for this issue.

Event description:
The customer states that following electrical work at the customer site, the power supply for the computer connected to the architect c8000 analyzer was damaged due to an over voltage condition. The computer was reported to be burned out and smoke was observed. The power supply was replaced returning functionality to the computer and the architect analyzer. There were no injuries or damage to the surrounding environment reported related to this issue.